Event description:
It was reported that during a device changeout procedure it was discovered that the right atrial (ra) lead was not capturing the atrium, was experiencing diminished sensing and had become dislodged. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Model: 5076-52, lead; implant: 2003 (B)(6). (B)(4).